Event description:
It was reported that there was a hemostasis valve leak. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned in the laa of the patient and the physician noted that the hemostasis valve could not be tightened. The valve was still leaking blood. This device was removed from the patient and the procedure was ended. The patient had no complications as a result of this event and they were doing fine.

Manufacturer narrative:
The returned product consisted of a watchman access system with the dilator snapped into the sheath. The device was bloody. Analysis of the tip, sheath, and hub/valve included microscopic and visual inspection. Inspection found no damage or defect with the returned device. A syringe (filled with water) was attached to the was. The hemostasis valve of the device was then closed and flushed with water. The valve was able to be completely closed and did not leak. The reported leak was not confirmed.

Event description:
It was reported that there was a hemostasis valve leak. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned in the laa of the patient and the physician noted that the hemostasis valve could not be tightened. The valve was still leaking blood. This device was removed from the patient and the procedure was ended. The patient had no complications as a result of this event and they were doing fine.